Event description:
A malfunction alarm was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in doing so, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.